Event description:
Blood borne pathogen exposure happened in cardiac cath lab. Cardiologist noted "stain" on glove that would not wipe off with a 4x4; took off gloves - had bloody water on skin of hand - along right thumb and thenar eminence.